Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
This is filed to report a leak and a clip introducer break. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was selected for treatment, but while trying to insert the clip delivery system (cds) into the steerable guide catheter (sgc), the sgc started to lose column. The leak was discovered when the clip introducer was placed into the back of the guide, and a slow loss of column was observed. Column was being lost and initial aspiration was required, and air was noted to have been in the device only. Aspiration was effective in keeping air from traveling any further into the guide. The device was removed, and the stopcocks were inspected. During inspection, it was noticed that the introducer was cracked, possibly due to screwing the device too tightly. The leak was in the side of the port clip introducer where the stopcock is screwed on. The side port was intact prior to the stopcock being put on. There were no defects observed prior to placing the stopcock on the side port. It was clarified that there were no leaks in the mitraclip itself. The device was replaced, and the procedure was completed with two clips implanted. The mr was reduced to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported leak / splash associated with the lost water column was due to the clip introducer crack. The reported crack associated with the clip introducer crack was determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.